Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The device was return to third party service center. The technician confirmed technical findings like scratched lcd screen and foam particles inside the blower kit. There was no report of patient harm or injury. The device's downloaded event log was reviewed by the manufacturer and found e53 and e130 on the error log. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
This is a duplicate report. Please refer to pr 3706870 and MDR number 2518422-2023-18763 for the original complaint.